Manufacturer narrative:
Unable to populate reported lot number, for left side device: 357759. The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, rupture, anxiety product/procedure.

Event description:
Patient reported, left side rupture. Infection, "multiple health issues", "mold growing in them", "multiple upper left and lower left quadrant masses", nipple secretions, breast shape changes, "breasts are terribly disfigured" and weight changes of devices post explant. The patient, also reported, "hair loss", "heavy metal poisoning toxicity" and "mass in groin". Not related to device. Device has been explanted.